Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had low blood glucose couple times in a week. Customer ate some food to increase her blood glucose, but after ten minutes her blood glucose would start dropping. Customer's blood glucose was 43 mg/dl. Customer's blood glucose at time of call was 76 mg/dl. After troubleshooting, customer was advised to contact her healthcare professionals regarding device settings. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.